Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. The reported complaint that the autopulse nxt platform (sn (B)(6) powered on and off automatically was not confirmed during functional testing. The nxt platform functioned appropriately and performed as intended. The autopulse nxt platform passed preliminary functional testing without any faults or errors. Zoll is awaiting the customer's approval for service.

Event description:
The customer reported that the autopulse nxt platform (sn (B)(6) could not be switched on, and at times, it powered on and off automatically. The nxt platform was placed under the patient in preparation for use following the return of spontaneous circulation (rosc). Spontaneous circulation was maintained, and therefore, the platform was not required to perform resuscitation at any time. The platform was switched on normally while positioned under the patient, and it was at that time that the fault of automatically powering off and on was first observed. No consequences or impacts on the patient.